Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler from the cassette after ending their pd treatment. The patient reported not receiving an alarm prior to or after the leak. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to disregard using the cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified the reported event and that there was a pop when removing the cassette from the door. Fluid poured out of the door upon cassette removal requiring the patient to wipe down the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete two peritoneal dialysis treatments using continuous ambulatory peritoneal dialysis (capd) in the absence of the drying cycler the following day. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.